Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the foley catheter balloon broke after insertion into the patient, and debris was left inside the patient's bladder.

Manufacturer narrative:
One used sample was received for evaluation and was not inside the original package. The returned product was incomplete since only one small fragment of the balloon was found. An evaluation could not be performed on the finished good since it was not returned complete. The device history record (DHR) was reviewed. One discrepancy was detected; the outside diameter of the catheter was found to be out of specification. There was no discrepancy related to the balloon of the catheter. The complaint will be classified as ¿unable to confirm¿ since the returned sample evaluation found nothing related to a balloon burst or rupture during the manufacturing process according to DHR review. Probable root causes could be related to manufacturing process, extrusion machine or manipulation during use. This complaint will be used for tracking and trending purposes.